Manufacturer narrative:
Received only the catheter for evaluation. Per the visual inspection, no visual defect were noted on the returned sample. During the functional testing, the sample was inflated with water and water was observed leaking through the drainage funnel. The catheter was then dissected and a tear was observed on the rubberize layer of the inflation lumen at the bifurcation area. The tear was examined under a microscope and noted to be long and not smooth. The most probable root cause was due to a defective former or wire that had been used during manufacturing. Therefore, the reported event was confirmed as a manufacturing related issue. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[contraindications] method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter became dislodged soon after placement. It was noted that the problem was associated with a lumen to lumen leakage. It was later reported that the catheter was removed and replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter became dislodged soon after placement. It was noted that the problem was associated with a lumen to lumen leakage. It was later reported that the catheter was removed and replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter became dislodged soon after placement. It was noted that the problem was associated with a lumen to lumen leakage. It was later reported that the catheter was removed and replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter became dislodged soon after placement. It was noted that the problem was associated with a lumen to lumen leakage. It was later reported that the catheter was removed and replaced.